Event description:
It was reported that the cement was hardened quickly. Usually, the cement hardened for 12 min, but this time, it took only 9 min. So, patella component was not fixed properly. Spare patella component and spare cement were used. Preset temp of the air conditioning was 21 degrees, but actual temp of the operating room may be higher than the preset temp. The cement was stored in 4 degrees refrigerator for about 1 week. The cement was taken from the refrigerator 90 min before use. The cement was mixed for 1 min. 1 pac of the cement was used. All monomer and polymer was used. No antibiotic and any other substances which effects setting time. Mixing system was used and it was stored for about 5 hours in 23 degree room. The surgeon noticed that it was hard to insert the cement with the gun 3min~3min and half from starting to mix the cement. And then, the cement was hardened completely for only 4 min. So, the stem(eon#5)could not be inserted completely in the canal. The femoral fracture occurred when remained stem and hardened cement in the canal was removed. The surgeon mixed the cement again and inserted another stem(eon#4) and the procedure was completed with 3 hours delay and fracture. Stopwatch was used for recording setting time.

Manufacturer narrative:
An event regarding setting time involving simplex bone cement was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection and functional testing was completed on three retain samples of the reported lot. The results were satisfactory and within specification. Medical records received and evaluation: not performed as no medical records were received. Device history review: bmr review for the specified lot indicates that the devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: chr review determined that there were no other similar events reported for the referenced lot. Conclusions: the investigation concluded that the reported setting time issue cannot be confirmed. The mixing properties of the retain samples of the reported lot code were tested and show that all required specifications are met. The mixing characteristics and working properties of simplex bone cements are influenced primarily by the temperature of the liquid and powder components at the time of mixing and by the temperatures of the utensils with which it contacts during mixing e.g. Mixing bowls, cement introducers etc. Generally, higher temperatures accelerate the polymerization reaction and lower temperatures delay it. Other factors which can affect setting time are mixing technique (speed, use of vacuum, centrifugation), thoroughness of mixing, complete utilization of all of the powder and liquid and care to avoid inclusion of any extraneous material such as blood or sterilization solutions into the mix. Mixing process/technique issues are highlighted in the or handbook. Based on the laboratory results of the retain samples it is not possible to replicate this event. A CAPA trend analysis was conducted for the reported failure mode and concluded that simplex setting time issues may result from other factors not necessarily related to the product.

Event description:
It was reported that the cement was hardened quickly. Usually, the cement hardened for 12 min, but this time, it took only 9 min. So, patella component was not fixed properly. Spare patella component and spare cement were used. Preset temp of the air conditioning was 21 degrees, but actual temp of the operating room may be higher than the preset temp. The cement was stored in 4 degrees refrigerator for about 1 week. The cement was taken from the refrigerator 90 min before use. The cement was mixed for 1 min. 1 pac of the cement was used. All monomer and polymer was used. No antibiotic and any other substances which effects setting time. Mixing system was used and it was stored for about 5 hours in 23 degree room. The surgeon noticed that it was hard to insert the cement with the gun 3min~3min and half from starting to mix the cement. And then, the cement was hardened completely for only 4 min. So, the stem(eon#5)could not be inserted completely in the canal. The femoral fracture occurred when remained stem and hardened cement in the canal was removed. The surgeon mixed the cement again and inserted another stem(eon#4) and the procedure was completed with 3 hours delay and fracture. Stopwatch was used for recording setting time.

Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. A supplemental report will be submitted upon completion of the investigation. Not returned to the manufacturer.